Event description:
It was reported by the patient that when the start button on the previously working remote monitor was pressed, it failed to power up. The power light was on but the monitor would not start the session for transmission. The return and replacement of the monitor are pending. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.